Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected an increased shock impedance measurement greater than 125 ohms. The patient was brought into the clinic for review and the device measurements were within acceptable limits. Once the patient returned home, the out of range shock impedance measurement occurred again. The patient was brought back to the clinic and the device was reprogrammed to a distal coil to can configuration. The physician was to continue monitoring the device system. To date, no adverse patient effects were reported as a result of this clinical observation.